Event description:
The customer observed multiple falsely elevated alinity I stat high sensitive troponin-I results for one male patient sample. The following data was provided (customer¿s reference range ¿ cut off for male <34.2 ng/l): (B)(6) 2023. Result 1 sample ID (B)(6) result with lot 54618ud00 on analyzer (B)(6) = 326.26 ng/l. Result 2 sample ID (B)(6) result with lot 54618ud00 on analyzer (B)(6) = 291.94 ng/l. On (B)(6) 2023, the patient had a coronary angiography with IV contrast performed due to the falsely elevated results generated on sample ID (B)(6) with lot 54618ud00. The customer confirmed that there was no harm, and no side effects to the patient. An MRI is planned but has not yet been performed. (B)(6) 2023 result 3 sample ID (B)(6) result with lot 55251ud00 on analyzer (B)(6) = 106.10 ng/l. Sample treated with a heterophilic blocking tube and result = 116.83 ng/l which was the same as the initial result, which excluded heterophilic antibodies influence. Sample treated with peg treatment and result = <1.3 ng/l. Customer confirmed there is an influence on the results because of macro troponin (B)(6) 2023 result 4 sample ID (B)(6) result with lot 55251ud00 on analyzer (B)(6) = 166.94 ng/l. (B)(6) 2023 result 5 sample ID (B)(6) result with lot 55251ud00 on analyzer (B)(6) = 92.08 ng/l. Samples were sent to roche lab and all results = negative. Samples were sent to siemens lab and all results were elevated (higher results then on the abbott platform). Dilution series showed no change. No further impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6) . Section e1 - phone number complete entry = (B)(6). This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21.

Event description:
The customer observed multiple falsely elevated alinity I stat high sensitive troponin-I results for one male patient sample. The following data was provided (customer¿s reference range ¿ cut off for male <34.2 ng/l): (B)(6) 2023 result 1 sample ID (B)(6) result with lot 54618ud00 on analyzer (B)(6) = 326.26 ng/l result 2 sample ID (B)(6) result with lot 54618ud00 on analyzer (B)(6) = 291.94 ng/l on (B)(6) 2023, the patient had a coronary angiography with IV contrast performed due to the falsely elevated results generated on sample ID (B)(6) with lot 54618ud00. The customer confirmed that there was no harm, and no side effects to the patient. An MRI is planned but has not yet been performed. (B)(6) 2023 result 3 sample ID (B)(6) result with lot 55251ud00 on analyzer (B)(6)= 106.10 ng/l sample treated with a heterophilic blocking tube and result = 116.83 ng/l which was the same as the initial result, which excluded heterophilic antibodies influence. Sample treated with peg treatment and result = <1.3 ng/l. Customer confirmed there is an influence on the results because of macro troponin (B)(6) 2023 result 4 sample ID (B)(6) result with lot 55251ud00 on analyzer (B)(6) = 166.94 ng/l (B)(6) 2023 result 5 sample ID (B)(6) result with lot 55251ud00 on analyzer (B)(6) = 92.08 ng/l samples were sent to roche lab and all results = negative samples were sent to siemens lab and all results were elevated (higher results then on the abbott platform) dilution series showed no change no further impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house accuracy testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not show any related non-conformances, or deviations associated with the complaint lot or complaint issue. In-house accuracy testing was completed using retained samples of reagent lot 54618ud00 to evaluate performance. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I assay for lot number 54618ud00 was identified.